Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-04233. The manufacturer is unable to determine which lead was fractured thus both leads are reported. It was reported the patient stopped receiving stimulation and it was determined the lead was fractured. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced. Therapy was resumed postoperatively.